Event description:
Vns pt has experienced an increase in seizures since implant. It was reported that the pt only had seizures around the time of their menses before vns implant, but that since implant they have had numerous seizures and 2 grand mal seizures. One of the grand mal seizures seemed to be brought on by swiping the device with the magnet. Pt plans to follow-up with treating neurologist for device diagnostic testing.